Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient presented to outpatient clinic for review of driveline site, patient was afebrile. On examination palpable mass was found adjacent to driveline exit site, also erythematous area noted. There was very small exudate from site. Abdominal ultrasound showed increase collection in the right para-umbilical area while driveline in situ. Driveline was swabbed for culture and abundant staph aureus were found. Patient was discharged treated with antibiotics, then seen by microbiology specialist, and further treated with intravenous (IV) antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product summary analysis: (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against (B)(4); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the sterility certificate confirmed that the associated device met all requirements for release. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.